Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely elevated potassium (k) result was obtained on a patient sample on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc has reviewed the information provided by the customer and the instrument data. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on a dimension vista 500 system. The initial result was reported to the physician and questioned. A redrawn sample was processed on the same day on the same dimension vista system and a lower result was obtained. The lower result was reported as the correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant potassium result.